Manufacturer narrative:
A review of the complaint history, dimensional verification, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used dilator was returned from a micropuncture transitionless access set, lot 7681942. Visual examination showed that the hub is separated and the tubing is damaged. The device hub is detached in an accordion configuration from the proximal end at 1.3 cm, with 1.4 cm in length, at 8.5 cm with 2.2 cm in length, at 14.1 cm with 1 mm in length, and the proximal end is stretched 1.3 cm. Also, the distal end is compressed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this failure mode on this lot number. Information provided by the site indicated that the initial puncture was difficult due to "a heavily calcified vessel". Based on the information provided and results of the investigation the most likely root cause may be related to the patient's pre-existing condition/ patient anatomy. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be sent upon conclusion.

Event description:
It was reported that during transfemoral angiogram and angioplasty via arterial access utilizing the micropuncture introducer set, the hub detached from the dilator during removal. The medical team believed the puncture to be difficult due to a heavily calcified vessel. The guide wire was also damaged during arterial access attempts and was noted to be difficult to remove. The physician was eventually able to access the artery and complete the angioplasty using another device with the same lot number. The site reported that the nurse was able to retain the hub of the device and the wire guide. The dilator was removed from the patient and discarded by the site. There was no reported injury to the patient. No further information was provided.